Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer's blood glucose level was 402 mg/dl. The customer treated with a manual bolus. The customer also reported a hospitalization 3 weeks prior to the call. The customer did not complete troubleshooting and disconnected the call. Nothing was replaced or returned.